Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 (01/13/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2011 at 6pm (prior to dinner) he obtained an alleged high blood glucose reading of "6.5 mmol/l(117 mg/dl)" with the subject meter. The patient informed the csr that he takes 10-12 units of humalog for a normal result and 16 units for higher readings. The patient stated he took an increased dose of insulin in response to the "6.5 mmol/l" reading and 4 hours later felt dizzy, sweaty, "tingling in tongue" and felt as if he was going to pass out. The patient reported obtaining a blood glucose reading of "1.9 mmol/l(34 mg/dl)" at around the same time he developed the symptoms. It is not known if he tested with the subject meter or on another device. The patient claimed he treated himself with food and drink in response to the symptoms and confirmed feeling better afterwards. At the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.